Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that the endoscope had a cracked head and was blurry. It is unknown when this event occurred, whether the product was changed out, or if there was any effect on the patient or results of the surgery. Due to the unknown information for this event, it is being reported. Terumo continues to attempt to gain more information regarding this event from the user facility.

Event description:
The event occurred during vein harvesting. There was a minimal delay in the procedure. There was no bloodloss. The product was changed out. The surgery was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on december 21, 2018. (B)(4). The sample was not returned so a direct investigation could not be performed. Past product complaints were reviewed for similar issues. Based on the information provided, the described issue was most likely due to the following possible causes: the product was either dropped or inadvertently struck by an object or an excessive force was exerted on the endoscope shaft; this could deflect the shaft and lead to the alteration of the internal lens system. The labeling for the device stresses the importance of how fragile the device is and instructs the user to handle the product with extreme care to prevent damage to the device. The most likely root cause is improper handling caused the internal lens to break. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.